Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for power error. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. Customer reported that power error detected within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. The device passed displacement test properly. Pump error 25 noted due to connector resistance issue with the electrical board.